Event description:
Report received from (B)(6) stating that the device was producing heat. The device was being used during surgery, but there were no injuries, medical intervention, or a delay in surgery. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat"could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If add'l info is received a supplemental report will be submitted.